Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer called to say an exeter plug introducer had snapped during use. It has been confirmed that there was a delay of around 10 minutes occured whilst the surgeon attempted to use a different device to complete the case. As far as the reporter is aware, the surgeon was following the correct procedure when the device snapped and he returned the instrument to the tray. The reporter has confirmed no adverse incidents.

Manufacturer narrative:
The reported event indicated that exeter plug introducer had snapped during use. It was confirmed on receipt of the devices however that only the bone plug fractured and that there was no fracture of the introducer. The event relates to a fracture of a bone plug; the bone plug is assembled with a plug adaptor. The plug adaptor is then assembled on the end of a plug introducer. The plug introducer has no contact with the bone plug. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer called to say an exeter plug introducer had snapped during use. It has been confirmed that there was a delay of around 10 minutes occured whilst the surgeon attempted to use a different device to complete the case. As far as the reporter is aware, the surgeon was following the correct procedure when the device snapped and he returned the instrument to the tray. The reporter has confirmed no adverse incidents. Update: based on the images provided the fracture is associated with the bone plug. There was no fracture of the introducer.